Manufacturer narrative:
H4: device manufactured between december 4, 2020 to december 7, 2020. H10: four (4) devices were received for evaluation. A visual inspection was performed and noted that the bladder has been ruptured in three (3) of the samples only. One of the four samples did not have evidence of rupture. The bladder from this one sample was found to be in normal condition. The samples with ruptured bladders were examined for signs of abnormality that could have caused the issue and no issues were noted. The reported condition was verified in three (3) samples and not verified in one (1) sample. The cause of the condition of ruptured bladder could not be determined, however, a possible cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) ce intermate sv (small volume) ruptured during filling. There was no patient involvement. No additional information is available.